Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported with the use of the bd posiflush¿ normal saline syringe there was an issue with foreign matter. It was stated ¿a cloudy 0.9% nacl syringe was discovered.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: no sample or photo were available to bd for evaluation. Since an investigation could not be performed bd was unable to verify the reported issue. Without an investigation bd could not determine a root cause or identify any corrective actions necessary. DHR/bhr review: there was no issues with discoloration during production run for batch 7333603. Investigation conclusion: without an investigation bd could not determine a root cause or identify any corrective actions necessary.